Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with partial display screen. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for partial display screen. Customer advised to replace the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No missing segments/partial display noted.